Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, anxiety, pain.

Event description:
Patient reported breast pain and enlarged lymph nodes. Anxiety regarding product recall stated by patient. Patient stated that they "have symptoms" in regards to alcl, and are having unspecified tests. Devices remain implanted. This record is for the right side.